Event description:
It was reported that a user experienced three device issues: the sleep/wake button was unresponsive when attempting to wake the pump, the connector adapter failed to lock into place approximately one out of every three attempts, and the pump was perceived to shut off after several days despite device logs showing no shutoffs and indicating an insulin set expired alert at the reported time. Symptoms included user-perceived device nonresponsiveness. Outcomes included interruption of intended device function and user inconvenience without injury.

Manufacturer narrative:
Investigation included review of device logs and planned user troubleshooting for the sleep/wake function, collection of lot information for the connectors with replacement facilitation, and follow-up regarding the reported shutdowns along with creation of separate cases. Investigation of this case revealed an insulin set expiration alert at the time the user perceived a shutdown, and no logged device power-off events. It was concluded that the pump remained powered and that the observed event aligned with an insulin set expiration alert, while mechanical difficulty was reported with the connector adapter and the sleep/wake button required troubleshooting.